Event description:
It was reported that there was undersensing on the atrial lead. When the sensitivity was decreased, oversensing was observed. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead, implanted: (B)(6) 2008; 6947 implantable tachy lead, implanted: (B)(6) 2008; c154dwk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2008. (B)(4).